Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: on (B)(6) 2012 patient was implanted with unknown synthes hardware. It is reported that post-operatively, patient had severe persisting pain. It is reported that it may not be related to implanted hardware, but the possible relationship could not be excluded. Hardware has not been explanted. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.